Event description:
The customer initially reported to physio-control that their device was displaying a charge-pak and attention icon. This would indicate that the battery power is low. Upon an evaluation of the device, it was observed that the internal hlc batteries were depleted to "0" for a period of time. This could have prohibited the device from functioning on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Within the download of the device, it was observed that the internal hlc levels did deplete unexpectedly; however, the cause of this reported issue could not be determined. During testing, the device functioned normally and did not exhibit any power failures. The customer received a replacement device.